Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. A 3.00x12mm promus element plus drug-eluting stent was selected for use. However, during preparation while withdrawing the protection sheath, the stent moved from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.